Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station screen was freeze in the middle of the case. The customer stated that the user was able to retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen froze in the middle of the case. The technical support specialist (tss) was unable to dial into the station and so connected to the server and confirmed that the station was suspected to be disconnected from the network. Customer updated to the tss that station was connected on wireless however it's no longer accessible remotely and the remote smart service (rss) dashboard indicates error related to sql login. Since the tss suspect station was down, the case was routed to a field service engineer (fst) for further assistance. Fse assisted information technology (it) for this site, and then the station was accessible thereafter. The system functioned as intended after the field service engineer assessed it to resolve the issue.